Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by turbid effluent and abdominal pain. The cause of the peritonitis was not reported. The patient presented to the emergency room and was subsequently hospitalized for the event. The patient was treated with unspecified antibiotics (doses, frequencies, duration and routes were not reported) for the event. At the time of this report, the patient was recovering from the peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available.